Event description:
Consumer reported that he used product on a corn at the left little toe and states that the toe began to look irritated, but he continued to use the product. Consumer visited a podiatrist several times without no improvement in irritation. Consumer was diagnosed as having a bone infection and was treated with antibiotics for 2 months with no improvement. Dr then informed consumer that an amputation was necessary of the left little toe. Consumer states that he is in good health with no circulation impairments.